Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the device not inflating the patient will have his artificial urinary sphincter (aus) removed and replaced on a future date. Should additional information be received a supplemental report will be submitted.